Event description:
It was reported that during a breast biopsy, the devices were not taking samples. The procedure was completed with another device. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned with the stylet and cannula were in their initial positions ( not retracted), as the arrow could not be seen in the ready window. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The sample was functionally tested by twisting the rotational knob once and the cannula was retracted and locked into place. The rotational knob was turned once more and the stylet did not retract as expected. Further functional testing could not be performed as the device could not be fully primed. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The investigation is inconclusive for failure to obtain samples, as the device could not be functionally tested due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing sampling and retrieval of samples from the device.